Event description:
It was reported that the patient had continuous supraventricular arrhythmia requiring drug therapy or cardioversion. Although considered to be unrelated, it could not be ruled out. The patient was readmitted from (b)(6) 2026.

Manufacturer narrative:
Manufacturer's Investigation Conclusion: A direct correlation between the HeartMate 3 Left Ventricular Assist System (LVAS), serial number MLP-039074, and the reported event could not be conclusively determined through this evaluation. The patient remains ongoing on HeartMate 3 LVAS, serial number (b)(6) with no further related events reported at this time. The relevant sections of the Device History Records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the Instructions For Use (IFU) and Patient Handbook can be found on the eIFU page of the Abbott website. The HeartMate 3 LVAS IFU, Rev. A is currently available. Section 1 of the IFU, ¿Introduction¿, lists adverse events that may be associated with the use of the HeartMate 3 Left Ventricular Assist System, including cardiac arrhythmia. Section 6 of the IFU, "Patient Care and Management," lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.